Event description:
It was noted that the dissection occurred prior to the lead being used in the body. [It was] noted that when the physician was "'wiring his target" the dissection occurred. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).